Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported the wire moved. The patient reported she fell down and thought her wire moved because she felt stimulation differently and was having more urgency on (B)(6). The patient was feeling stimulation in the butt at the time of the report. The issue was not resolved at the time of the report. There were no further complications that have been reported as a result of this event. The indication for use is unknown.